Event description:
It was reported that the patient received inappropriate therapy due to lead fracture.

Manufacturer narrative:
Analysis found that only a portion of the lead was returned. No fractures were found on the cable or coil of the returned portion. The damage found is consistent with that occurring during the explant procedure. Visual inspection found an insulation abrasion at 13.8 cm from the connector pin due to friction with the ICD can.